Event description:
Motor stalls after 2.5 years of implant were reported. It was further stated that the pump was replaced. Rotor and catheter dye studies were not performed. Patient outcome was reported as no injury, recovered without sequela. Additional information has been requested, a follow-up report will be sent when it becomes available.

Event description:
Additional information: the pump was delivering morphine tartrate, midazolam and bupivacaine.

Event description:
Additional information: it was reported the patient believed "he may have had a decrease in dose". Per reporter, prior to replacement "the pump was interrogated and the environment accessed". Per the reporter the cause of the stalls was unknown. They "tried to determine if it was environmental however since the replacement the patient has reported no further events".

Manufacturer narrative:
Analysis of the pump revealed motor corrosion; feed thru anomaly; gear train anomaly.